Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure 1001", "internal comm failure 1474", and "self check failure 1003" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device forensic memory log. No repair actions are taken at this time. Device will not be returning to customer, as it is being credited. Analysis of reports of this type has not identified an increase in trend.